Event description:
It was reported to philips that the system was not turning on. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely with the customer and found that the system software was malfunctioning. A philips field service engineer (fse) went onsite and reloaded the system software and performed the configuration settings. Following that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.